Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the implantable neurostimulator (ins) was explanted per recommendations surrounding a terminal diagnosis of msa (multi system atrophy). The surgeon needed to know if the device could be autoclaved or incinerated due to an infection. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reports there was no issue with the patient's device. The issue was with the disease state the patient was in. The disease was called multi-failure atrophy. It was an unrelated medical condition according to the physician. The patient had not died yet.